Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3391 ml, which met iipv criteria. The device will be routed to the service area.